Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30770443l and no internal actions related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.# (B)(4).

Event description:
It was reported that a male patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that during an afib case, a pericardial effusion was noticed in the middle of the case and after some ablation had occurred. The patient had a drop in blood pressure and the pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed because they were removing and replacing fluid at the same time to keep the transfusion going. The patient was transported upstairs to surgery to have a window put in. The patient was reported to be in stable condition. The physician was uncertain why the pericardial effusion occurred and that there was no indication of any other issues throughout the procedure. The patient outcome of the adverse event was reported as stable and on the floor. The patient required extended hospitalization because of the adverse event, they stayed overnight for additional observation. A transseptal puncture was performed using a versacross/ baylis system. There was no evidence of steam pop. An irrigated catheter was used in the event, the flow setting was 2/15. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Dashboard, vector, and visitag force visualization features were used. The visitag module was used, parameters for stability used were range: 2 mm, time: 3 seconds force over time (fot) of 25% force. No additional filter was used with the visitag. Surpoint color options were used prospectively.